Event description:
It was reported that during set up and inspection when the customer removed the carrier#2, the film dressing adhered to the carrier#2 and peeled off from the frame, so it was impossible to use. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issues recorded in the batch log of the manufacturing records during the manufacturing process that could have caused or contributed to the issue. A complaint history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The device was intended to be used for treatment. The returned samples were visually and functionally evaluated which confirmed the failure mode of delamination. Delamination is a low level intermittent fault which if seen is tabbed for removal during the conversion process. During the manufacturing of the dressing, in process checks are undertaken for this product. All material is manufactured according to the specification and only product meeting the release criteria will be passed on for further processing. We were able to confirm a relationship between the event and the device. The root cause was determined as a manufacturing process issue. As the occurrence rate is within acceptable range, no further actions by smith and nephew are deemed necessary at this stage. This complaint information will be shared with the relevant manufacturing team. We will continue to monitor for any adverse trends relating to this product range.